Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found pcm indicator light and power distributor module (pdm) communication was normal, but the issue was caused due to startup software/application error. To resolve the issue, the fse re-plugged sd card and restarted the system. After repair the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.